Event description:
Lead management case to extract one non-functional lead to one to swap out for an ICD lead. An lld ez was inserted into the ra lead and a 14f glidelight was initiated. Approximately half way down the physician reached a significant binding site resulting in lld breakage. The physician then moved to the rv lead and placed an lld ez down that lead. The 14f glidelight was then initiated on the rv lead but was unable to advance beyond the same binding site. An 11f tightrail was opened and only advanced up to the innominate area. The tightrail was removed and significant lead insulation was stuck in the sheath. The physician commented that these leads were very old and degrading so the physician tied sutures to the outer insulation for a better rail. While switching back and forth between the ra and rv leads the lld in the rv lead broke. The physician then decided to open a 16f glidelight successfully reaching the rv before running into another blockage; however the rv lead was still able to be removed. The glidelight was then moved back to the ra reaching to the svc. The patient's blood pressure dropped so a pericardiocentesis was performed. A small tear was noted on tee and the tear was beginning to coagulate. A new rv lead was placed but while attempting to replace the ra lead the injury began de-clotting. A sternotomy was performed and the patient survived the intervention.

Manufacturer narrative:
(B)(4).